Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced multiple hardware components including the pressure sensor, micro step control board, degasifier unit, sample probe transfer unit, solenoid valve assembly, sample syringe module, reagent syringe, dispenser unit, tube joints, pump assembly, gear pump control board, cables for all electrodes, and sodium, potassium, chloride and reference electrodes to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided. No code available for pressure sensor, sample probe transfer unit and dispenser unit.

Event description:
The customer reported receiving erroneous patient results for ise (ion selective electrode) and multiple chemistries on the dxc 700 au analyzer. There was no change in patient treatment in association with this event.